Manufacturer narrative:
Investigation is summarized as follows: customer data review the customer data was reviewed. The assay met specification requirements as no error codes or flags were displayed for the run controls for the reported samples. The amplification curves for the sars-cov-2 analyte rise above the threshold, generating positive results. The amplification curve for sid: (B)(6) exhibits a weak positive amplification curve. The curve shows delayed amplification as the cycle threshold (CT) value (39.47) is near the CT cutoff for the sars-cov-2 analyte (42.0). Different platforms have different sensitivities and specificities for the assay. Retain/file sample review the file sample evaluation for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was performed. The testing for alinity m resp-4-plex amp kit list 09n79-090 lot 414712 met all validity criteria and acceptance criteria for all four analytes. The disposition is a pass. Quality data review device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 did not identify any issues that could have led to the reported complaint. The quality control (qc) amp kit master lot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 414712 and 4147121 were searched. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for lots 414712 and 4147121. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the sars-cov-2 analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. Complaint trending was most recently completed for (B)(6) 2025. A trend violation was not identified as the upper control limit was not exceeded for product 9n79 (base list part number). No new adverse trend was identified in this dataset. A product deficiency was not identified by this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list number: 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number: 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number: 09n79-095, which received FDA approval.

Event description:
The customer reported two false positive results on the alinity m resp-4-plex amp kit. Sample ID (sid): (B)(6) was run on (B)(6) 2025. Sample was positive with 30.91. Cycle threshold (CT) for the sars-cov-2 target. All other targets were negative. Sid: (B)(6) was run on (B)(6) 2025. Sample was positive with 39.47 CT for sars-cov2 target. All other targets were negative. The customer retested the same tube of sid: (B)(6) on a different platform, and it came out negative. Sid: (B)(6) was not retested. Both results were reported out of the laboratory and questioned later. There was no impact to patient management, both samples were not retested on the alinity.